Event description:
It was reported that 5 bd alaris¿ smartsite¿ low sorbing secondary sets had issues with their tubing detaching from the drip chamber. The following information was provided by the initial reporter: "the tubing detached- where the drip chamber attaches to the tubing. Perhaps the glue process was faulty. We administer chemotherapy in our areas- therefore this is a concern".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint of detachment at the drip chamber could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. Device history record review for model 10014881 lot number 22039413 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.